Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose value of 306 mg/dl after a recent meal, while performing a supply change using contact detach; the infusion site was assessed as viable and the user was guided through troubleshooting and education. Symptoms included elevated blood glucose without reported physical symptoms. Outcomes included continued monitoring with a follow-up showing blood glucose trending down to 278 mg/dl. Investigation included customer support review and real-time troubleshooting of infusion setup and site viability. Investigation of this case revealed no device alarms or alerts, no confirmed device malfunction, and no evidence of site failure, with the event consistent with hyperglycemia of unclear cause following recent food intake. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.